Manufacturer narrative:
(B)(4). Batch # t5dh91. The following information was requested, but unavailable: how much blood was lost (ml)? Did the patient require a transfusion? How was the bleeding controlled? The complaint submission indicates that the patient status/outcome/consequences are unknown. Please clarify: were there any patient consequences reported? If yes, please describe. Device evaluation summary: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. In addition, a reload xr60b (b) was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria the event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, dr. Fired the tx60b and the staples did not form into the ¿b¿. Staff reloaded the stapler with a tx60b reload and the staples were formed. The device and reload will be returned. The blue reload that is still inside the device. Dr. Noticed bleeding after firing and staples that did not form on top of the tissue. She removed unformed staples from the patient¿s body.